Manufacturer narrative:
A baxter technician evaluated the device on site and checked all readings for pumps and scales for correct master/controller functions. All readings were within specification except filtrate pump was pumping 157ml/min instead of 150 ml/min. Pump was recalibrated by the technician, and the unit was placed back in service.

Event description:
A customer reported that an accura device was removing too much fluid from a patient during continuous veno-venous hemodiafiltration (cvvhdf) therapy. No further information regarding the patient's status is available at this time. If further information regarding the patient's status is received, it will be submitted in a follow up. Device was evaluated by a baxter technician on 03/14/2007.